Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/06/2015. The fse confirmed the hgb lamp failed and replaced the hgb lamp assembly and bracket, resolving the hgb daily check failures. The instrument was verified per established service procedures. (B)(6).

Event description:
The customer reported hgb (hemoglobin) daily check failures on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.